Event description:
The new ipol syringes fall apart at the lock. This has resulted in needles being left behind in patients and also resulted in vaccine leaking leaving uncertainty as to how much vaccine the pt has actually received.